Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient lost weight in the recent past resulting in the ipg migrating lower position. The device was explanted, and a new device was implanted at a new location. There were no complications during the procedure. The patient was stable.